Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse replaced the sample chain assembly and verified sample chain alignment. Fse performed pick up test and verified it with test 35. Also, cleaned and lubricated the sample rail and lead screws. The fse ran daily startup and instrument is functioning as intended and was released. The most probable cause for this event is a broken sample chain. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On the (B)(6) 2015 the customer reported a broken sample chain on their aia-600ii. Customer requested service in order to address the reported issue which resulted in delay reporting of results for fsh, prl, lhii, e2 and pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results